Event description:
It was reported that balloon rupture occurred. The 88% target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad). A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres for 2 to 3 seconds, the balloon ruptured. The device was retrieved wholly and the procedure completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was dried hardened blood in the inflation lumen and in the balloon. The balloon was loosely folded. There were numerous kinks in the hypotube. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device; however, due to the dried hardened blood the water was not able to travel through the device. The device was placed in a warm water batch for four (4) days then an inflation device was connected to the device again. This time the balloon was inflated but fluid leaked from the balloon. Microscopic examination revealed that there was a pinhole in the balloon material at the proximal side of the distal markerband. The markerband was inspected and there was no damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 88% target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad). A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres for 2 to 3 seconds, the balloon ruptured. The device was retrieved wholly and the procedure completed with another of the same device. There were no patient complications reported.